Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018, that system controller history interrogation performed by the hospital clinician revealed low speed advisories followed by pump stoppages. The patient was admitted into the hospital for evaluation. The manufacturer¿s technical services representative reviewed the submitted log files and abnormal speed drops with pump stoppages while the lvad was connected to power module were confirmed. On (B)(6) 2018, it was reported that the submitted x-rays reviewed by the manufacturer¿s technical services representative were unremarkable. The patient was in the hospital with the lvad connected to the power module with an ungrounded power module patient cable, and no further pump stoppages occurred. It was also reported that they were evaluating for a possible pump exchange or heart transplant. On (B)(6) 2018, the submitted log file was reviewed and the pump parameters were within normal limits and no unusual events were observed since the ungrounded power module patient cable was in use.